Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. On an unreported date, the pt made a mistake of touch contamination (details not provided). Subsequently the pt experienced peritonitis and was not hospitalized for the event. On the same day as onset, the patient began treatment with vancomycin (ip - intraperitoneally, dose unknown and frequency not reported) for the peritonitis. On an unreported date, the patient was retrained on proper aseptic procedures for performing pd therapy. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.